Event description:
Patient fell on (B)(6) 2012 and sustained left proximal femur fracture, subtroch. On (B)(6) 2012, patient was in shower and felt pop, no trauma associated, failure occurred, 2 degree to non union.

Event description:
Pt was implanted with lcp plate and screws for orif left proximal femur in (B)(6) 2012. Pt presented to ER complaining of new onset of pain on (B)(6) 2012. X-rays and clinical exam showed the plate was broken at the third from top hole. Pt was returned to operating room on (B)(6) 2012. Surgeon removed plate and 8 screws. Pt was revised to tfn nail fixation.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment.